Event description:
Caller reported that they did not observe drops of insulin at the end of the tubing during the fill tubing step on two separate occasions on (B)(6), 2025. There was no adverse impact to the customer's blood glucose level. Although the issue was not ongoing at the time of contact, the customer independently resolved it by changing the infusion set and cartridge, successfully resuming insulin delivery. The caller requested replacements for cartridges and infusion sets, and they were informed that an existing order contained extra replacements to address the reported issues. The caller acknowledged this information.